Event description:
It was reported that the lead wires were cut and removed during patients previous surgery. It was unknown if the surgery was device related. No further information could be obtained despite good faith efforts. Additional information was received that everything was explanted. The explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7153284. UDI: (B)(4).

Event description:
It was reported that the lead wires were cut and removed during patient's previous surgery. It was unknown if the surgery was device related. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the lead wires were cut and removed during patients previous surgery. It was unknown if the surgery was device related. No further information could be obtained despite good faith efforts. Additional information was received that they removed the leads, so everything has now been explanted. The explanted device, nothing to return.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.